Event description:
Event description guidant received information that this pacemaker triggered a lead safety switch on this right ventricular lead. It was noted that the daily lead impedance measurements were stable and within normal limits.